Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was withdrawn until fully outside of the body; however, no color change was observed. Manual compression was subsequently used for hemostasis. There were no further adverse outcomes or reported injuries to the patient. This device was routinely used after hepatic embolization in which a non-cordis 5f sheath was placed. Standard instructions were followed and pulsatile blood flow was observed to significantly decrease prior to fully withdrawing the device. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was withdrawn until fully outside of the body; however, no color change was observed. Manual compression was subsequently used for hemostasis. There were no further adverse outcomes or reported injuries to the patient. This device was routinely used after hepatic embolization in which a non-cordis 5f sheath was placed. Standard instructions were followed and pulsatile blood flow was observed to significantly decrease prior to fully withdrawing the device. Additional information was requested but was not provided. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, a 5f exoseal vascular closure device (vcd) was withdrawn until fully outside of the body; however, no color change was observed. Manual compression was subsequently used for hemostasis. There were no further adverse outcomes or reported injuries to the patient. This device was routinely used after hepatic embolization in which a non-cordis 5f sheath was placed. Standard instructions were followed and pulsatile blood flow was observed to significantly decrease prior to fully withdrawing the device. Additional information was requested but was not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was received in a depressed position, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found in a retracted position. A 5f non-cordis catheter sheath introducer (csi) was returned inserted in the device. Additionally, the indicator window was observed in the black/white/red position. No additional anomalies were identified during the visual inspection. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18369887 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in the black/white/red position. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 5f exoseal vascular closure device (vcd) was withdrawn until fully outside of the body; however, no color change was observed. Manual compression was subsequently used for hemostasis. There were no further adverse outcomes or reported injuries to the patient. This device was routinely used after hepatic embolization in which a non-cordis 5f sheath was placed. Standard instructions were followed and pulsatile blood flow was observed to significantly decrease prior to fully withdrawing the device. Additional information was requested but was not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18369887 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was withdrawn until fully outside of the body; however, no color change was observed. Manual compression was subsequently used for hemostasis. There were no further adverse outcomes or reported injuries to the patient. This device was routinely used after hepatic embolization in which a non-cordis 5f sheath was placed. Standard instructions were followed and pulsatile blood flow was observed to significantly decrease prior to fully withdrawing the device. Additional information was requested but was not provided. The device was not returned as expected.